Manufacturer narrative:
The customer indicated that the device was discarded. The catalog number provided is the international list number that was involved in the reported event which is comparable to the domestic list number. The domestic list number has a common device name.

Event description:
The customer contact reported inadequate suction. At an unspecified time while in use on a pt, it was reported that it was not possible to build up high pressures above 120 to 180 mmhg. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.